Manufacturer narrative:
Concomitant products: addrl1 ipg implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the generator change out procedure low impedance, undersensing and diminished sensing were noted on the right atrial (ra) lead. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.